Event description:
It was reported to philips that the device displayed an "x" in the rfu indicator with no reported error messages. There was no reported patient or user involvement and no adverse patient/user impact.